Manufacturer narrative:
The company representative replaced the drive manifold (part number: 0104-00-0018). In an unrelated repair the safety disk (part number: 0997-00-0985-01) was also replaced because it was due. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
During a preventive maintenance, the company representative observed that the iabp generated "electrical test failure code#58" (power-up vent test failed). No patient was involved.